Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no failed battery alert/battery failed alarm, charge/battery lasts less than expected, unexpected battery power loss, pump error 23 alarm and pump error 49 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 11/29/2025 02:37:00.000, 11/29/2025 12:23:01.000. Insert battery alarm was found on: 11/29/2025 06:21:05.000 to 11/29/2025 06:24:54.000, 11/29/2025 07:03:02.000 to 11/29/2025 07:10:29.000, 11/29/2025 11:43:18.000 to 11/29/2025 11:59:51.000, 11/29/2025 12:00:03.000 to 11/29/2025 12:59:52.000, 11/29/2025 13:10:00.000 to 11/29/2025 13:33:00.000. Replace battery alert was found on: 11/29/2025 12:00:00.000, 11/29/2025 12:25:00.000. Replace battery now alarm was found on: 11/29/2025 12:56:01.000. Failed battery alert/battery failed alarm was found on: 11/29/2025 06:21:06.000 to 11/29/2025 06:24:55.000, 11/29/2025 07:03:03.000 to 11/29/2025 07:10:50.000, 11/29/2025 11:53:27.000 to 11/29/2025 11:59:51.000, 11/29/2025 12:00:03.000 to 11/29/2025 12:59:52.000, 11/29/2025 13:10:27.000 to 11/29/2025 13:23:00.000. Pump error 68 alarm was found on: 11/29/2025 15:23:36.000. Pump error 49 alarm was found on: 11/29/2025 15:23:36.000, 11/29/2025 15:23:48.000. Pump error 23 alarm was found on: 11/29/2025 15:24:11.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted after pump was shutdown. No unexpected low battery alert, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 11/29/2025 12:23:01 faster than expected at 0.0 days. Battery cycle 2 received the lowbatteryalert (104) on 11/29/2025 02:37:00 after more than 7 days at 12.13 days. Battery cycle 3 received the lowbatteryalert (104) on 11/16/2025 23:29:00 faster than expected at 6.42 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week from the event date of 29-nov-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 11/25/2025 12:31:00.000, 11/29/2025 07:56:00.000. Lostsensor2alert (781) was found on: 11/25/2025 12:47:00.000, 11/29/2025 08:12:00.000. Sgcalibrationerror (776) was found on: 11/24/2025 21:05:18.000. Sensorerroralert (801) was found on: 11/25/2025 08:48:40.000, 11/25/2025 09:23:41.000, 11/25/2025 09:58:44.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Charge/battery lasts less than expected and unexpected battery power loss were confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm, pump error 23 alarm and pump error 49 alarm were not confirmed. However, charge/battery lasts less than expected and unexpected battery power loss were confirmed due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the battery tube assembly, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23), and the pump error 49 (history pointers failed. The history pointers are corrupted). The customer stated that the ump is not recognizing the battery. The pump could no longer stay on due to a lack of battery power. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the serialized device was replaced. The customer was able to clear the error and was able to complete the rewind. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.